Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for low left ventricular (lv) lead pacing impedance that was observed approximately two and a half months after it had occurred. Impedance had since stabilized and no action was requested. The lead remains in use. No patient complications have been reported as a result of this event.